Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative indicating that the patient had an appointment for evaluation on 5/14/2018 and they had no further information at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The patient reported having a sharp pain in their back when they sit in a chair. They also noted that they have stimulation in their rib area. The patient indicated having falls in recent months. The rep referred the patient to follow-up with their physician. The issue was not resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative 2018-05-14. It was reported that patient was evaluated, and impedance check shows 8-15 lead all contacts are greater than 10,000. Fluoro image demonstrates both leads are still in the epidural space. Reprogramming was completed using 0-7 lead. No further complications were reported/anticipated..